Manufacturer narrative:
Bec customer support engineer indicated that no pictures are available as the incident occurred during the night shift and the sample tubes were disposed of. Post incident the instrument was checked by the customer's senior staff member and, after cleaning label rollers and inspecting label stock, was returned to full operation. No further labeling issues were encountered. A bec field service engineer (fse) was dispatched to inspect the instrument to ensure correct operation. The fse observed no issues with the printer. (B)(4). System was observed during normal day operations with no labeling errors seen during the observation periods. A definitive root cause was not determined at this time.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that a laboratory operator was splashed in the eye with serum from a dropped opened tube on the automate 2500 s3i (sorter and aliquoter). The customer indicated that an aliquot tube previously created was incorrectly labeled with multiple labels by the printer and was correctly routed to the error rack. Later an open primary tube was errored by the system and automatically attempted to place this tube in the next error rack position. However, this open tube was obstructed from being placed in the rack by the label 'tail' protruding from the aliquot tube previously routed and subsequently was dropped out from the rack. A laboratory member was working close to and below the level of the work surface of the system and resulted in the exposure of the serum splashing from the dropped open tube. The instrument hood was in the up position and there are no drawer guards on the standard speed instrument. However, it is unlikely that the hood being in the down position would have prevented the splashing as it appears the tube was dropped at rack height level. The laboratory member was taken to the hospital to have eyes cleaned and has had subsequent blood samples taken to test for any infectious diseases. It was determined that the sample that caused the splashing was from a pregnant woman and therefore was not likely to have been of a contaminated nature. However, this is unknown and therefore laboratory procedure dictates that the laboratory member is fully blood tested. No medical intervention was taken for this event. It was confirmed that the exposed laboratory member was fine and tests came back normal. It can be confirmed that there is no need to take any further action in light of the blood test results.